Event description:
Ous MDR - after an implantation period of about 59 months, an intermittent loss of capture was reported. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the pacemaker was visual analysed revealing scratches on the pacemaker housing. The header of the pacemaker was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was successfully interrogated. The battery status was found to be "eri" since (B)(6) 2013 due to cold environmental conditions such as storage or transport. The battery status was successfully reset. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker is subjected to a long-term pacing test. As soon as the pacing test is completed, we will inform you immediately about the results.